Event description:
It was reported that the implantable cardiac monitor (icm) with an implant date of (B)(6) 2024 indicated recommended replacement time (rrt) at (B)(6) 2025 which was at 13 months service lifetime. The device is programmed to 'maximizelongevity', which means that the expected service lifetime should be 54 months. This means that this device experienced rapid abnormal depletion. It was further noted that the icm experienced several electrical resets. After the resets, it appeared the device have recovered and should function as expected going forward. The icm remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had reached its recommended replacement time but had not yet reached its end of service time. Analysis of the device memory indicated a partial electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardiac monitor (icm) was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. An alysis of the hybrid revealed the device was confirmed to be in an end of service (eos) condition. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed minimal cathode material particles in the headspace region in close proximity to the ft pin. Sem/eds analysis of the cover found a smooth, dark layer on the feedthrough glass with a larger debris chunk in the middle. Eds analysis of the debris detected primarily carbon, fluorine, arsenic, and oxygen, with trace amounts of calcium, titanium, silicon, sulfur, gold, lanthanum, aluminum, and magnesium. Leakage current measurements between the ft pin and case cover with and without the headspace insulator were measured to be 4.8 ¿a and 2.8 ¿a, respectively. The magnitude of this leakage current suggests that there was an additional shorting path between the ft pin and case cover leading to premature battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.